Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when removing the trial liner from the pinnacle sector cup with a straight screw driver, the inner screw disengaged from the orange liner. The screw came apart in two pieces and both pieces were located.

Manufacturer narrative:
The device associated with this report was not returned. Review of the provided photographs confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.